Event description:
A healthcare facility in texas has reported that the rd900aeu neopuff infant resuscitator's gas outlet port was broken. There was no reported patient involvement.

Manufacturer narrative:
(B)(6). Method: the subject device, rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service center in california, where it was inspected by a trained f&p service technician. The unit was serviced, and performance tested. Our investigation is based on the information provided by the f&p service technician, information and photography provided by the healthcare facility and our knowledge of the product. Results: a review of the provided photography and the device service page has confirmed that the gas outlet port was broken. The healthcare facility further reported that they were using super sani cloth which contains 50-60% isopropyl alcohol. Conclusion: the repeated use of high-concentration alcohol during cleaning could have weakened the port, making it susceptible to mechanical stress and ultimately leading to breakage. The neopuff technical manual warns against using cleaning products with a greater than 30% alcohol base. As mentioned, the neopuff technical manual states the following: do not clean the f&p neopuff / perivent infant resuscitator fascia with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) has reported that the rd900aeu neopuff infant resuscitator's gas outlet port was broken. There was no reported patient involvement.